Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: a review of the black box confirmed the motor rewind error call service 078 alarm. The complaint was duplicated consistently during investigation. The printed circuit board would not run the test motor. The pump was opened to find evidence of moisture and deposits in the motor flex connector. Unrelated to the original complaint, the battery compartment was cracked traveling to the bumper pad, and between the bumper pad and the cover.